Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra test strips were not properly "pulling in" her blood sample. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6) 2010 at 11:35 pm. The pt manages her diabetes with 1.2 units of apidra given every hour using her pump; no adjustments were made to her regimen as a result of the alleged issue. Fifteen minutes after the alleged issue occurred, the pt experienced symptoms of sweating, feeling clammy, and shaky. As treatment, the pt was given food and/or drink by a non-health care professional between 11:50 pm and midnight. At an unspecified time after midnight, the pt tested at "81 mg/dl" on her secondary meter. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began. The pt needed assistance to administer treatment after the alleged issue occurred.